Manufacturer narrative:
The device has not been returned for evaluation, should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Speed (se-131513) was inserted appropriately during lapidus procedure (B)(6) 2014. Follow-up x-ray in (B)(6) 2015 revealed that implant had broken after patient reported tripping. Patient has not required revision surgery, nor removal of broken implant. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.